Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for free thyroxine (ft4). The date of the event was asked for, but not provided. The sample was initially tested at the customer site on an e602 analyzer. During investigations, the patient sample was tested on a centaur analyzer, an e170 analyzer, and an e411 analyzer. Refer to the attachment for the specific patient result values. It was asked, but it is unknown which patient results, if any, were reported outside of the laboratory. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The e602 analyzer serial number used at the customer site was asked for, but not provided. The e170 analyzer used for investigation purposes was serial number (B)(4). The ft4 reagent lot number used on this analyzer was 180539, with an expiration date of october 2015. The e411 analyzer used for investigation purposes was serial number (B)(4). The ft4 reagent lot number used on this analyzer was 184927, with an expiration date of march 2016. Based on the information provided, a specific root cause could not be determined. There was not enough sample volume remaining for further investigation. Given the different setups of all assays, the antibodies used, and the variances in reference methods, differences in values may occur when comparing these assays from different vendors. For thyroid parameters, age, gender, and other characteristics are to be considered when analyzing measured values. A general reagent issue can most likely be excluded.